Manufacturer narrative:
The device was checked on site by a dräger service technician. The examination of the device revealed an improper working oxygen valve as root cause for the reported event. The replacement of the oxygen valve solved the issue and the device check carried out afterwards confirms the correct operation of the new oxygen valve. The device alarms visually and acoustically based on the set alarm limits to alert the user in case the delivered oxygen concentration is not sufficient or too high. All other settings are not affected, the ventilation will continue corresponding to the settings. If oxygen supply fails completely, the ventilation will continue with air. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device posted the alarm fio2 low during a patient ventilation. The involved patient went blue and his spo2 was gradually declined. The alarm could not be cleared by the user when checking the o2 supply and calibrating the o2 sensor. The device was replaced by the user. No further patient consequences were reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device posted the alarm fio2 low during a patient ventilation. The involved patient went blue and his spo2 was gradually declined. The alarm could not be cleared by the user when checking the o2 supply and calibrating the o2 sensor. The device was replaced by the user. No further patient sconsequences were reported.